Manufacturer narrative:
A complete analysis and testing of 3 randomly sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she has gone through multiple reservoirs from the same lot and they have all leaked. She stated insulin keeps running down the walls of the reservoir and the plunger. The leak occurred on (B)(6) 2014 and a few times before that. The location of the leak is the reservoir barrel. No cracks were found on the barrel. Customer stated she sees misaligned o rings on the reservoir. Replacement reservoirs were sent and customer is returning the faulty reservoirs for analysis. Customer's blood glucose is 95 mg/dl.